Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, it was observed that the measured fraction of inspired oxygen (fio2) was incorrect. The oxygen sensor could not be calibrated and as oxygen sensor error alarm occurred. The device was not in use on a patient when this event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing.